Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information gathered via follow-up revealed the patient's scs system was explanted.

Manufacturer narrative:
The patient's weight was unable to be obtained. The date of event is estimated.

Event description:
It was reported the patient has been experiencing pain at their ipg site due to ipg migration. As a result, the patient may undergo surgical intervention.